Event description:
It was reported that after a da vinci-assisted inguinal hernia repair procedure, a medical staff member's foot was accidentally run over while the robot was being pulled away from the bed, resulting in bleeding from the big toe and bruising. The staff member did not sustain any broken bones. The following information is unknown: the cause of the event, what medical intervention (if any) was rendered due to the injuries, and the current status of the staff member. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
There is no allegation against a da vinci product associated with this event, therefore; no product was returned for failure analysis investigation.